Event description:
Customer reported that on an unspecified date, ("days or weeks") prior to calling on (B)(6)2013 she noticed a battery icon on the display of her adc blood glucose meter. Customer further reported that on an unspecified date she began to experience "shakiness" around lunchtime. Customer self-presented to her healthcare provider and reported being diagnosed with hyperglycemia. Customer was given metformin, victoza (liraglutide) "1.80 mg" and noted being given a new prescription for "insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.